Manufacturer narrative:
UDI ¿ (B)(4). This device was returned for service; however, did not meet manufacturing specifications during pre-repair assessment. The device was evaluated and the reported condition was confirmed. The assignable root cause was determined to be due to improper maintenance, which is user error/misuse/abuse. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Event description:
It was reported from (B)(6) that during service and evaluation, it was determined that the motor of the compact air drive device was not functioning and was defective. It was noted that the equipment was locked due to some parts being damaged due to failures in the cleaning and lubrication processes, as there was liquid residue inside and signs of oxidation. It was further determined that the device failed pretest for check for air leak, check for untrue running, and check for excessive noise. It was noted in the service order that during an unspecified surgical procedure it was observed that the motor of the device was locked/frozen. There were no reports of injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch will be submitted accordingly.